Manufacturer narrative:
The reported complaint of "lifeband was difficult to be removed and after the user installed a new lifeband, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during initial functional testing and based on the archive data review. The root cause was due to driveshaft not to be at "home position," most likely attributed to unintended user error. During visual inspection of the returned platform, large cracks and breakage were observed on the front enclosure. In addition, load cell amp cable and battery compartment were broken. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristic of harsh impact due to user mishandling. All the broken parts were replaced to remedy the observed physical damages. The archive data review indicated multiple user advisory (ua) 45 error messages occurred on the reported event date; thus, confirming the reported complaint. User advisory is a clearable error message, ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. During functional testing, upon powering up the platform, ua45 was displayed. Therefore, the reported complaint was confirmed. The driveshaft was rotated to home position to clear the ua45 error message. Following service, including adjustment of the driveshaft to "home position," the autopulse platform was subjected to the run-in test and passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were two similar complaints reported for autopulse platform with serial number (B)(4). Ccr (B)(4) was reported on 01/10/2020 and ccr (B)(4) was reported on 12/10/2018. In both cases, the driveshaft was rotated to home position to clear the ua45 error message.

Event description:
The autopulse platform (sn: (B)(4)) performed as intended during patient use. Back at the station, the lifeband was difficult to be removed as it was wrapped around the pin cylinder. It was also noted that the drivetrain motor area was hot. The user cut the lifeband and replaced it. After the user installed a new lifeband, the platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The user was unable to clear the error message. No patient involvement.